Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to capture a biopsy sample no sample could be obtained. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was not observed. The device was fired and was able to collect samples without issue. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.